Event description:
The customer reported that they are unable to make setting changes. The device was not in use on a patient. No patient or user harm was reported. The customer confirmed the reported issue. The remote service engineer (rse) advised the customer to perform the touch screen calibration and it corrected the issue. The unit was tested and it was returned to service.